Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter states they have found broken/cracked piccs from 4 different lots. No details were provided about type of procedure, quantity of piccs, dates of occurrence, no injury was reported.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. There were 79 sealed samples were returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that 26/79 returned samples were found with cracks on the female luer lock hub. The cracking of the female luer lock is due to a weld-line (or knit-line) located at a high-stress area of the part. This stress is generated during normal use when the male component is tightened into the female part, creating a sealing force. The presence of the weld-line at this stress point introduces a structural weakness, making the part more susceptible to cracking. To address this issue, a CAPA and dcr were initiated and successfully implemented. These actions included the introduction of a new material specifically selected to improve the structural integrity of the female luer lock. Please note that the lot associated with this complaint was manufactured prior to the implementation of these corrective actions. Argon will continue to monitor for similar reports. Additional information provided in d.9., h.3., h.6., h.10. And h.11.